Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot, part: 473.025s, lot: l236058, manufacturing site: bettlach, release to warehouse date: 22.dec.2016, expiry date: 01.dec.2026. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the revision surgery was completed on an unknown date in 2019.

Manufacturer narrative:
Event year reported as 2018; however exact date of postoperative nail breakage is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (510k): device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation with (B)(6) proximal femoral nail antirotation (pfna) due to femoral trochanteric fractures. On an unknown date after the surgery, the patient had pain at the hip joint. The patient then sought consult and it was confirmed that the nail has broken. Revision surgery is scheduled early next year (in 2019) to remove the broken nail and implant another nail or a long compression hip screw. It is unknown how the issue was discovered. Concomitant devices reported: unknown pfna blade (part# unknown, lot# unknown, quantity 1) and unknown distal locking screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) pfna nail. This is report 1 of 1 for complaint (B)(4).